Manufacturer narrative:
The reported issue was confirmed. The root cause of the alarm 77 was determined to be a failed t4 thermistor as part of the tank harness. The unit was evaluated and the reported issue was confirmed as it was shown that t4 dropping to zero degrees c at the end of therapy. Replaced tank temperature harness lot number sct125481 with lot number sct159702. Connection from ac main voltage circuit card to power inlet module shows signs of electrical overstress. The control panel bezel is cracked. The double bend tube and the chiller evaporator outlet tube were expanded. The chiller molded tube was torn while installing the tank temperature harness. Completed the 2000-hour pm procedure on the device. Replaced the control panel bezel. Preventatively replaced ac main voltage circuit card sn (B)(6) with sn (B)(6). Serviced the circulation pump sn (B)(6) and mixing pump sn (B)(6), replacing heater lot 1407 with lot 2314, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the chiller molded tube due to tearing while installing the tank temperature harness. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # 0626. An electrical safety test was performed. A 45 hour burn in was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device boosted immediately to an alarm 77 (non-recoverable system error) and discussed that it was an indicative of an open chiller water temperature (t4) thermistor. They stated to discuss the repair options with management. Per sample evaluation results on 26sep2023, it was reported that the connection from ac main voltage circuit card to power inlet module shows signs of electrical overstress. The control panel bezel was cracked. The double bend tube and the chiller evaporator outlet tube were expanded. The chiller molded tube was torn while installing the tank temperature harness. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device boosted immediately to an alarm 77 (non-recoverable system error) and discussed that it was an indicative of an open chiller water temperature (t4) thermistor. They stated to discuss the repair options with management.